Manufacturer narrative:
Upon analysis of the exam used by the site for the reported event, it was discovered that it had non-contiguous slices. Spacing was 0.7 and thickness was 1.4. Patient had two lesions one temporal and another lesion was very posterior. Exam was not within protocol and it is suggested that the issue was caused by the user.

Manufacturer narrative:
Correction: device serial number updated to proper value. Inadvertently left off of initial MDR.

Manufacturer narrative:
A medtronic representative investigated the reported issue and found that the system was functioning normally. Representative suspects that the registration was not performed properly. No parts were replaced. -no parts were received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial resection with navigation system there was an inaccuracy during navigation. There was no delay to procedure. The surgery was completed with the use of navigation system. No impact on patient outcome.